Event description:
It was reported by the customer that there are leaking from insertion site on a midline placed on 4/29 and removed 5/2. Line placed on left cephalic. A new catheter was inserted.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation